Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip detachment, embolized, tissue damage, prolonged hospitalization, delay, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted flail and prolapsed posterior leaflet. Visualization was challenging due to ultrasound imaging. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed in the lateral a2/p2, reducing mr. However, the clip then became detached from both the anterior and posterior leaflets causing a clinically significant delay in the procedure. The clip embolized to the sub valvular chordae in the left ventricle, resulting in chordal damage. The physician stated that the cause of the clip detachment was due to anatomical challenges. A second clip was deployed in the central a2/p2 to stabilize the valve with the embolized clip. A decision was made to end the procedure and consider surgery at a later date. The patient will remain hospitalized longer. Two clips were implanted, reducing mr to 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported complete clip detachment (ccd) appears to be due to challenging patient anatomy. A cause for the reported poor imaging could not be determined. The reported tissue damage, embolism, and foreign body in patient are cascading events of the ccd. Additionally, the reported patient effects of tissue damage and embolism are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and delay to treatment were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.